Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery did not turn on when plugged into a power source. There was no adverse impact to customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.